Manufacturer narrative:
Tracking #.50744. Ees #.982090/c. H6; code 400: bent cartridge lockout tab. Endopath ets: based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to why the instrument reportedly, "could not be fired" during surgery. The instrument was returned in good physical condition. The instrument was cycled, fired, cut, and formed the staples within design specification. It was concluded that the instrument was fully functional and conforming to design specifications. The experience the surgeon reported could not be repeated. The returned cartridge had a bent lockout tab on the pan which indicates that the instrument's firing cycle was interrupted, released, then restarted. When this occurred, the lockout tab on the cartridge became damaged.

Event description:
It was reported by the rep the device was used during a laparoscopic assisted vaginal hysterectomy. It was reported the tsw35 would not fire. No other info was available. There was no consequence to the pt.